Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The pump had a scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated the low readings with food. The customer stated that she did not eat enough carbs or sugar to sustain her. The customer stated that she had her pump in her bra and knew that nothing was touching it. The customer stated that none of the buttons were responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.